Event description:
It was reported that the trial bearing broke when removing the tray after trial reduction. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). No product was returned or no photographs were returned; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.